Manufacturer narrative:
Type 2 diabetic patient using vgo for 2 days reported hypoglycemia of 55 mg/dl. Then drove himself to the emergency room and there blood glucose measured it was 240 mg/dl. Patient was given an IV and 2 units of insulin and blood glucose improved to 180mg/dl and patient was discharged. There is no allegation of device malfunction. The device was not returned for evaluation. The likely contributing cause of the low blood glucose was one vgo contained too much insulin and continued injections of lantus. Additionally, the patient may have over-treated the hypoglycemia and it became hyperglycemia.

Event description:
Type 2 diabetic patient using vgo for 2 days reported hypoglycemia of 55 mg/dl. Pre-vgo bg 260-280 mg/dl, a1c 9%, taking 48-50 units of lantus and 15 units of humalog at a meal. Using vgo (patient did not know the size) plus continued the 48-50 units of lantus and 15 units of humalog, blood glucose went down to 55mg/dl, taking 1 click with meals with 1 click = 2 units. With blood glucose 55 mg/dl patient felt jittery and confused and self-managed with oral carbohydrates. Then drove himself to the emergency room and there blood glucose measured it was 240 mg/dl. Patient was given an IV and 2 units of insulin and blood glucose improved to 180mg/dl and patient was discharged. The patient recovered without sequelae. The vgo was discontinued.

Manufacturer narrative:
Block b3- date corrected. Block e1- initial reporter corrected. Block e2- health professional - yes checked. Block e3- other healthcare professional. Block g7- follow up #1. Block h2- correction checked.